Event description:
It was reported that a spectrum pump failed downstream occlusion with 23. 62, 22. 17, and 22. 25 ml as psi(pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test with values of 23. 62, 22. 17, and 22. 25 ml with te 28b and values of 20. 95 and 19. 28 ml with te 11b" was not reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream values to be out of specification. The downstream sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.